Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International affiliate reported that the needle tip broke when opening the package. No adverse pt consequences were reported.